Event description:
Hologic novasure advanced did not maintain vacuum on several attempts per surgeon. Attempted to notify hologic rep. Hologic rep unavailable. Hologic company contacted. Surgeon spoke with hologic company. FDA safety report ID# (B)(4).